Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the lcd screen on the system controller (serial number unknown) having a white line was unable to be confirmed. The system controller was not returned for analysis and no photos or other documentation were submitted for review. Provided information indicated that the serial number of the system controller was unknown, that no images were available, and that the controller would not be returning for analysis. The root cause of the reported event was unable to be determined via this investigation. The device history records were unable to be reviewed due to the serial number of the system controller being unknown. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. B and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 10 of the patient handbook, ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section e1: reporter phone number as originally reported (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called stating they had a white line on the system controller led display. The controller was exchanged.